Manufacturer narrative:
H10. Additional information in field d9. H3, h6. The real intelligence robotic drill, rob10013, (B)(6), used during surgery was returned for evaluation. The external condition shows moderate signs of wear. Nothing was visually identified that leads to the reported failure. A functional evaluation was performed, and the reported scenario can be confirmed. A kpc test was performed during which the burr did not spin. Random exposure, maximum speed and maximum retraction time failed. The drill was opened for further investigation. The exposure motor was tested and passed. The motors where removed and it was found that the extension shaft had grind marks on it. Before opening the carriage, it was noticed that parts of the bearing fell out. The carriage was inspected further, and it was found that it was full of liquid residue. The spine shaft and one bearing where remove. It was found that the bearing was full of residue. It was extremely difficult to turn the bearing by hand. The spline shaft was worn. The front bearing and outer space where stuck inside the carriage. The outer spacer could be removed. The outer part of the bearing remained inside the carriage and could not be removed at all. A known to work carriage was used and a kpc test was performed. All test passed. A test case was performed which could be completed without any failures occurring. The most likely cause for the reported scenario is broken bearings due to wear. The liquid ingress observed may have contributed to the broken bearings. As no other defects were observed as in the seals and gaskets, the liquid ingress may have been a result of improper handling during cleaning and sterilization activities. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. Historical escalation event review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted ukr surgery, after bone removal on femur , when the surgeon started tibial bone removal, the bur started to reduce rpm until almost complete stop, after surgery diagnostic of drill have been performed confirming the problem. The procedure was performed, after a non-significant delay, using manual technique. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.